Event description:
It was reported that a day after initial implant, a patient's implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing. Programming changes were made on (B)(6)2022 to address the issue. There were no patient consequences.